Event description:
During the procedure, it was reported the balloon could not be deflated and stayed inflated for 1.5 hours. After several attempts, the inflated balloon was successfully removed from the patient. After the balloon was removed, the physician noticed it was ruptured. It was reported that the balloon was tested for inflation/deflation during preparation and it had worked as intended. The patient had sah and is currently brain dead.

Manufacturer narrative:
The device involved in this event has been returned, and is being evaluated. A follow up report will be submitted, when the evaluation is completed.